Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements measuring, greater than 200 ohms. Technical services (ts) noted there were no sudden jumps. Ts provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements measuring, greater than 200 ohms. Technical services (ts) noted there were no sudden jumps. Ts provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.